Event description:
A customer reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. The customer attempted using alternative charging equipment without success, and tandem technical support arranged to send a replacement pump with updated software. The customer was informed about necessary steps for returning the malfunctioning pump and was assured that training on the new pump would be available.